Event description:
It was reported the asymptomatic patient¿s right ventricular lead had a long history of oversensing noises and which noises were incorrectly being reflected as high ventricular rate episodes. The right ventricular lead was capped on (B)(6) 2017 and replaced. The patient was stable before, during and after the procedure.